Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. False eri and battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. Concomitant product: 4525-53, lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient had palpitations and pacemaker syndrome. The device was found in vvi 65 mode and upon interrogation the battery voltage was not available. The device was reprogrammed back to dual chamber mode and remains in use. No patient complications have been reported as a result of this event.